Manufacturer narrative:
Additional information: b5, g3, h6 (ime, imf) additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during gastric bypass procedure, the unit had a sealing inadequate/partial (with evidence of energy delivery and end tones heard) and bled after cutting. The jaws were cleaned many times. The greater omentum had no good seal issue since the beginning. There was no error appeared on the screen. A blood transfusion was not necessary as the blood loss was minimal. The device was connected to the generator. The generator was replaced, and the ligasure started coagulating correctly.

Event description:
According to the reporter, during a procedure, the unit had a sealing inadequate/partial (with evidence of energy delivery and end tones heard) and bleeds after cutting. The jaws were cleaned many times. The greater omentum had no good seal issue since the beginning. The device was connected to the generator.

Manufacturer narrative:
D10 concomitant product: vlft10gen ft series energy platformx1 (serial#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.